Event description:
On (B)(6) 2012, pt reported the down button on the infusion device is defective. She noticed this on the day of the report when she tried to bolus. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.